Manufacturer narrative:
This report is for the same event in manufacturer report 2937094-2018-00777.

Event description:
It was reported that the tip of the fiber was already bent and broken upon opening. The fiber was exchanged and the same issue occurred with the second fiber. The second fiber was replaced and the case was completed with a third fiber. No patient complications were reported due to this event. This report is for the second fiber.